Manufacturer narrative:
The product with contaminated piece is available for evaluation and testing. However, it has not been received of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
There were no anomalies to the device packaging. However, when the cypher stent was removed from its inner packaging and observed, a piece of plastic was seen hanging from the shaft. This piece of plastic was thought to be part of the packaging; however, there was uncertainty. Therefore, staff opted to use another cypher stent instead. Of note, no patient-specific information was available.